Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported by the consumer that nothing came out of the needle during priming. Verbatim: consumer reported nothing came out of the needle during the priming this morning. Incident date- (B)(6) 2019; occurence- 1; item# 320122; lot#- 9092784; expiration date- 03-31-2024. She does the priming, she visually tests the needle to see if it is straight on both end. She uses the new needle each time of her injection. She firmly attaches the pen needle to the pen.

Manufacturer narrative:
Correction: additional lot number the following information has been updated: d.4. Medical device lot #: see h.10 multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9092784 d.4. Medical device expiration date: 2024-03-31 h.4. Device manufacture date: 2019-04-02 d.4. Medical device lot #: 8282895 d.4. Medical device expiration date: 2023-10-31 h.4. Device manufacture date: 2018-10-09 d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2019-08-30 h.3. Device returned to manufacturer: yes h3 other text : see h.10

Event description:
It has been reported that one bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported by the consumer that nothing came out of the needle during priming. Verbatim: consumer reported nothing came out of the needle during the priming this morning. Incident date(B)(6)2019 ;occurence-1; item# 320122; lot#-9092784;expiration date-03-31-2024. She does the priming, she visually tests the needle to see if it is straight on both end. She uses the new needle each time of her injection. She firmly attaches the pen needle to the pen.

Event description:
It has been reported that one bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported by the consumer that nothing came out of the needle during priming. Consumer reported nothing came out of the needle during the priming this morning. Incident date(B)(6) 2019;occurence-1; item# 320122; lot#-9092784; expiration date-03-31-2024. She does the priming, she visually tests the needle to see if it is straight on both end. She uses the new needle each time of her injection. She firmly attaches the pen needle to the pen.

Manufacturer narrative:
H.6. Investigation summary: customer returned eleven (11) used 32g x 4mm bd pen needles: 10 from lot 8282895, and one from lot 9092784. Consumer reported nothing came out of the needle during the priming. All 11 returned samples were examined, and it was observed that two pen needles (from lot 8282895) had bent non-patient end (npe) cannulas, however, no evidence of manufacturing defects were observed. The other nine samples with straight npe cannulas were tested for flow using a test pen injector: all nine pen needles were able to expel properly, and no issues were observed. As all 11 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needle to a pen injector. The bent npe cannulas would be the cause for no flow through the pen needle, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) for samples from lot 8282895. -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure for samples from lot 9092784. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.